Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to poly wear and lysis. The modular head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.